Manufacturer narrative:
Concomitant product: product: ID neu_unknown_lead, lot#: unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had several nerve stimulators which had migrated. The patient had several devices removed and re-implanted. Additional information was requested, if received, a follow up report will be sent.